Event description:
It was reported that a cartridge alarm 5 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that a cartridge alarm 6 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.